Event description:
During the last month, a pt reported that according to blood sugar readings using this product, his diabetes was nicely controlled. The pt thought that he was doing better than usual. His wife bought the brand name product and when he used those strips, his blood sugar readings were higher and out of control as they had been in the past. The strips were giving readings that were 50 mg/deciliter lower than the name brand product. Although the pt did not change his insulin dosage based on the low readings, he could have.